Event description:
Several of our safety blood collection set+ luer adapter, greiner bio-one, ref 450128, lot g230934p, exp 8-21-2026, leaked from the connector to the luer adapter due to a manufacturing defect fracture when drawing hospital patients. We have not had this issue before with this brand of butterfly needles.